Manufacturer narrative:
The customer¿s reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 04/10/2020 to 09/14/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the assembly case front w/keypad causing unresponsive key.

Event description:
It was reported that the device will not turn on. There was no patient involvement.